Event description:
It was reported that patient's catheter was revised (partially removed per manufacturer device registration system). A catheter occlusion was indicated. A catheter dye was performed. Drugs delivered via the device were hydromorphone 25mg/ml and bupivacaine 8mg/ml. Patient sustained no injury, recovered without sequel.

Manufacturer narrative:
Catheter: model 8703w, serial# (B)(4), implanted: 2001 (B)(6), explanted: unk. Analysis results of the re turned catheter were not available at the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).